Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (2,500 mcg/ml at 588.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient suddenly had a return of spasticity and they reported not having the same relief as they normally did. The patient's mother also reported the patient having recent seizures around the time of the therapy change. Their mother stated the seizures were violent and they may have "hurt the device." The patient was brought to the emergency room and a full workup was completed. The healthcare provider (hcp) determined that a dye study was needed. The pocket was opened and it was found that the catheter was broken and it had disconnected below where the pump connection was. It was also shown in the logs that a motor stall occurred on (B)(6) 2021 at 11:06 am followed by a subsequent recovery at 12:07 pm.  A pump and catheter revision was performed on (B)(6) 2021 and both devices were explanted. Additional information was received from the company representative who reported that the cause of the motor stall and recovery was unknown. The patient was implanted with a new pump and catheter after the explant. The cause of the catheter being broken and disconnected was unknown. The cause of the patient's change in therapy, seizures, and increased spasticity was due to the catheter being broken/disconnected. The issues had been resolved. The patient's weight and medical history were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and the catheter was returned, and analysis found no anomaly on the pump and no significant anomaly on the catheter, coring tear cut in seal, no leak seen in lab and no leak allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.